Event description:
Haemonetics received a complaint on (B)(6) 2012, for the cell saver elite device. The complaint description states "bad smell when switch on the pump. (Fat burned on the filter of the vacuum pump, the tubing and the electronic control board)." There was no pt or operator injury due to this event. There is potential harm from electrical shock or fire, therefore this report is being filed.

Manufacturer narrative:
The device was not available for eval. It is suspected that the operator incorrectly used the vacuum line which resulted in fat and other liquids from the surgical site to spill onto the electrical components. (B)(4).